Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was reviewed and power on events were observed. The receiver case was opened for an internal inspection, battery and charging measurements were taken. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.